Event description:
It was reported that the patient had been hospitalized and a pericardiocentesis was performed to remove fluid due to perforation. No electrical anomalies were detected. Patient has been scheduled for lead explant. No further information is available at this time.